Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Trial inserter sh connection (part# tft20101, lot# e17di0850, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device looks good without any damage. Surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. The complaint is being confirmed for trial inserter sh connection (part# tft20101, lot# e17di0850). A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number:tft20101 synthes lot number: e17di0850 supplier lot number: n/a release to warehouse date: 16may2018, expiration date: n/a. Supplier: eit no ncrs were generated during production. Device history batch: null device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a removal of spinal fixation (tlif) surgery. During the surgery, after removal of implant holder it was not possible to disassemble the instrument. The threaded portion of the inner shaft was completely locked on the tightening knob. The surgery was completed successfully. There were no patient consequences are reported. This complaint involves one (1) device. This report is for (1) implant inserter sh connection. This report is 1 of 1 for (B)(4).